Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port had a hole in the catheter that leaked blood and saline. The following information was provided by the initial reporter: the rn placing this IV in the patient noticed blood leaking from the puncture site after the needle was removed upon flushing the IV with saline, the puncture sprayed out a mixture of blood and saline. The IV catheter was removed from the patient's arm. The rn flushed saline through the system into a trash can which sprayed out the side of the catheter place, identifying hole in a side of catheter. The rn placed a new IV in the patient.

Manufacturer narrative:
Investigation results: received one unsealed 18ga x 1.25in. Nexiva unit from lot: 3244631. The needle had been removed from the catheter. A leak test was performed. A leak was discovered at the bottom of the catheter tube, near the nose of the adapter. Microscopic analysis discovered a long cut on the catheter tubing. The reported defect was confirmed. During manufacturing the catheter is put on a tube flare station. During this process it is possible for the mandrel to hit the catheter, causing a spear through. Machine setup and in process inspection system is in place to mitigate the occurrence of this defect. Another possibility is that this occurred during clinician use during insertion or reseating of the catheter. Since the device was received unsealed and media was present, indicating use, this possibility cannot be ruled out. The root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the complaint of ¿catheter damaged/defective¿ was confirmed. Probable root cause(s): undetermined.

Event description:
No additional information